Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil winds were offset and the coil was intact with its pusher assembly. Conclusions: evaluation of the returned smart coil revealed that the embolization coil winds were offset. If the introducer sheath is not properly aligned inside the hub of the microcatheter prior to advancement, damage such as this may occur. The offset coil winds likely contributed to the reported resistance. While attempting to advance the smart coil through a demonstration catheter, resistance was encountered as the embolization coil was being advanced through the hub. The smart coil was unable to be advanced any further. The non-penumbra microcatheter identified in the complaint was not returned to penumbra for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization using a penumbra smart coils (smart coils). During the procedure, while attempting to advance a smart coil into a non-penumbra microcatheter, the physician experienced resistance and the smart coil would not advance into the shaft of the microcatheter.; therefore, it was removed. The procedure was completed using other coils, a smart coil and the same microcatheter. There was no report of an adverse effect to the patient.